Event description:
A malfunction was reported with a malfunction code displayed as malf 24. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer. The customer was advised on how to put the pump into storage mode before returning it and instructed to use mdi as a backup therapy. The customer acknowledged all instructions and was guided through the process of returning the malfunctioning pump to tandem using a return box and pre-paid label within ten days.